Event description:
A patient reported experiencing inaccurate low result with an ot ii meter. The patient's blood glucose results were 46, 80 mg/dl. Tests were done within 11-20 minutes with a difference of 30 mg/dl. Patient did not experience any adverse events. No further information has been reported.